Event description:
At the time that the initial report of high lead impedance was received, this event was not considered MDR reportable. No action was planned by site at the time of initial report because the patient was receiving a 75% improvement in seizure control with the vns. Investigation was re-opened upon receipt of notification that the patient's device was explanted due to high lead impedance, indicating possible device malfunction. This event is now considered MDR reportable per manufacturer's current procedures due to the potential for loss of therapy if lead coil is broken. Physician did not indicate whether a loss of therapy had occurred. Attempts to obtain additional information have been unsuccessful to date.